Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the common bile duct to treat a stenosis during a stent placement procedure performed on (B)(6) 2023. During preparation, when the device was unpacked, it was noticed that the stent barb at the distal end was cracked. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter's phone number: (B)(6). Block h6: imdrf device code a0414 captures the reportable event of stent barb torn material.

Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Block h6: imdrf device code a0414 captures the reportable event of stent barb torn material. Block h10: a flexima biliary preloaded stent was received for analysis. The stent was still attached to the push catheter. Visual inspection found the stent damaged (melted). The stent barb was deformed. No other problems were noted with the device. Product analysis confirmed the reported event of stent barb torn material. There is not enough evidence to determine whether the reported event of stent barb torn material and the observed event of stent damaged were due to the physician's technique or the manipulation of the device during preparation. The investigation findings do not lead to a clear conclusion about the cause of the reported event, therefore the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the common bile duct to treat a stenosis during a stent placement procedure performed on (B)(6) 2023. During preparation, when the device was unpacked, it was noticed that the stent barb at the distal end was cracked. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.